Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was observed to be inaccurately depleting. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to retrieve pump data for troubleshooting; however, customer did not respond.

Manufacturer narrative:
G4: PMA/510(k) - p180008